Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal stent region and a phenom27 catheter had difficult navigation. The area about 5 mm from the tip of the ped did not open at all. Even if the resheath or system was repeatedly pressed etc. Many times, it does not deployed, so it was collected. When the product with the same model number was used, it could be deployed without any problems. The pipeline was not positioned in a bend. Less then 50% had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No other action was done to deploy the stent. The stent was removed from the patient's body with the microcatheter. There was no friction or resistance during catheter delivery. The devices were prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use (IFU). The patient was being treated for an saccular, unruptured aneurysm in the right internal carotid artery. Paraclinoid. The max diameter was 7mm and the neck diameter was 4mm. The distal landing zone was 3.5mm and the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. The patient was undergoing pipeline placement. The access vessel was the right internal carotid artery to right middle cerebral artery. The diameter was 3mm. Du al antiplatelet treatment was administered. Postoperative no problems were observed after placement of the second pipeline. No symptoms were reported. Ancillary devices: fubuki 6 fr guiding sheath 90 cm, navien058 125 cm.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box and within two resealable biohazard pouches. The opened outer cartons and opened inner pouches were also returned. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. Dried saline was found within the micro catheter hub. The pipeline flex w/ shield pusher was found extending out the hub ~180cm. The phenom-27 micro catheter body was found flattened between ~6.2cm and ~4.2cm from the distal end. No damages or irregularities were found with the distal tip and marker band. Pipeline flex w/ shield pusher was retracted out with no resistance encountered, however the distal delivery wire and braid were already separated and remained within the micro catheter. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. The phenom-27 was cut to remove the distal delivery wire and braid. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The proximal dps restraint was found to be intact. The dps sleeves and distal dps restraint were separated from the distal wire. The tip coil was found separated from the distal wire. Both braid ends were found tapered, damaged, and frayed. The middle braid was found flattened. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~159.0cm and the usable length was measured to be ~152.6cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The outer diameter at the distal end was measured to be 0.037¿, which is within specification (specification = 0.036¿ ± 0.002¿). The broken distal wire was sent out for sem analysis. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported pipeline was not positioned in a bend, resheathing was performed more than twice, all devices were flushed per IFU, and patient vessel tortuosity as moderate. The distal wire was found separated from the hypotube and the dps sleeves/tip coil were found separate from the distal wire. It is likely high force was used against resistance. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. A review of the manufacturing process did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.